Event description:
It is reported foreign matter. Event description, moisture/film in syringe.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Manufacturer narrative:
Pr (B)(4) follow up. A potential issue was reported involving the presence of a film within a syringe. As the physical sample was not returned, a comprehensive evaluation could not be conducted. To support the investigation, two photographs were provided and reviewed by the quality team. The images depict a syringe with the plunger rod and rubber stopper pulled down. No visible defects or abnormalities were observed in the photographs. A device history record (DHR) review was completed for material number 301033, lot 4305268. The review did not identify any quality issues during the manufacturing process that could be associated with the reported condition. Additionally, no related quality notifications were found. All production processes and final inspections were performed in accordance with specification requirements. To date, there have been no other similar events reported for this lot. Based on the available photographic evidence, the reported symptom could not be confirmed. In the absence of the physical sample, a probable root cause could not be determined.